Event description:
It was reported that the patient presented to the emergency room experiencing sinus bradycardia and felt lightheaded and lethargic. The pulse generator could not be interrogated and there was no magnet rate response. Battery depletion was suspected. Device replacement was planned.

Manufacturer narrative:
Analysis confirmed normal battery depletion; the device had reached end of life.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states the device was explanted and replaced on (B)(6) 2014.